Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons responded and low reservoir alarm feature worked properly. No frozen screen, button or keypad locking out anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he was hospitalized due to high and low blood glucose and ketoacidosis. Customer stated that initially he was hospitalized due to low blood glucose of 38 mg/dl. Customer stated that while in the hospital he developed very high and very low blood glucose and was treated. Customer stated that his insulin pump froze up, he was treating with manual injection and his blood glucose dropped and was taken to the hospital. Nothing further was reported.